Event description:
The dentist reported this abutment screw fractured inside the implant.

Manufacturer narrative:
Upon the investigator's visual inspection, it was confirmed that the abutment screw fractured inside of the implant. The additional fractured portion of the screw was not returned. There was damage noted to the implant threads and there was dried blood and remnant bone along the implant. No lot information for the screw was provided nor could determined, therefore a manufacturing history review could not be completed. The device history record review for the implant lot did not identify any manufacturing deviations which would result in or contribute to this complaint. Complaint and non-conformance reviews for the iuniht product did not identify any anomalies or trends. The cause for this device to fracture cannot be determined. (B)(4). Device has now been evaluated. (B)(4).